Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015 the absorb bvs 3.0x28 mm was implanted in the proximal left anterior descending (lad) coronary artery, with good final results. On (B)(6) 2017 the patient was admitted to the hospital with right sided epigastric pain. The electrocardiogram (ECG) showed left bundle branch block (lbbb) and atrial fibrillation (af). The troponin level was positive and the patient was diagnosed with a non-st elevation myocardial infarction (stemi). Medications were administered. On (B)(6) 2017, the patient underwent percutaneous coronary intervention (pci). Optical coherence tomography (oct) was performed and showed some strut irregularity and disorganization, typical of early scaffold dismantling, with some restenosis and thrombosis. The area was ballooned and stented with a drug eluting stent. Final oct showed a good result. On (B)(6) 2017, the event was noted to be resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of angina, myocardial infarction, restenosis and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported scaffold deformation and patient effects cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.